Manufacturer narrative:
It was reported that the needle was removed from the patient. The needle fragment does not remain in the patient. Currently, the patient is fine. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Event description:
It was reported that a patient underwent an appendectomy on (B)(6) 2015 and suture was used. During the closure of the wall, the needle broke. The surgeon did not find the needle immediately. X-rays performed revealed and confirmed the presence of a curved metallic foreign body at the opposite of the l4 vertebra. The patient underwent reoperation in the evening with expansion of the surgical site. The needle fragment remains in the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.